Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. No cracked battery tube threads, cracked case at the battery tube side, or cracked case at the corner of the belt clip rail were noted. The pump passed the displacement test and the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button, and partially broken retainer. Cosmetic damage (cracked case at the battery compartment) at the back was not confirmed, however, other cosmetic damage was noted. A damaged retainer ring was confirmed (found during visual inspection). Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer reported case damage. Troubleshooting was performed. No harm requiring medical intervention was reported. Customer will discontinue to use the pump and insulin pump was returned for analysis.